Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer was able to resume insulin therapy. In addition, it was reported that insulin therapy as stopped and customer could not resume insulin therapy. Customer did a pump reset and was able to resume insulin delivery. Tandem technical support was unable to confirm allegation. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.